Event description:
According to the reporter: the staples did not come out when the device was fired. Another device was applied to continue the case. Surgery time extension was reported as more than 30 mins.

Manufacturer narrative:
(B) (4). (B) (4).